Event description:
According to the information received, the 38mm amplatzer septal occluder embolized after implantation. Additional information has been requested, including imaging of the implant procedure, patient information and cath lab report, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Event description:
Further information received from the implanting physician: the defect was balloon sized using an aga medical 34mm sizing balloon ii and the standard proctored technique. The defect was single and the static size was 30-32 mm and the balloon stop flow size was measured at 35-36mm. The defect was noted during the i.c.e. Study to have barely 1-2 mm of posterior rim, however, it was judged that the arc through which this deficiency persisted was less than 60 degrees. Additionally, there was sufficient rim around the remaining 300 degrees of arc which appeared, based on experience, to have the potential to hold the device in place. A vigorous wiggle test was performed and confirmed initial impressions of probable stability and the device held in place for nearly 4 hours. The device embolized approximately 4 hours after the implant procedure while the patient was under observation in the post anesthesia care unit. The presenting sign was short runs of non-sustained ventricular tachycardia. The patient was aware of the arrhythmia but was completely hemodynamically stable. An echocardiogram was immediately performed at the bedside which demonstrated the device migration into the tricuspid valve orifice. The patient was taken directly back to the catheterization laboratory and under general anesthesia the device was removed percutaneously in under 30 minutes total procedure time. There were no procedural complications. Due to the lack of a larger device and the limited posterior septum it was elected to make no further attempts at percutaneous device closure of the asd. Surgical repair of the asd was performed 3 days later. The patient's current status is outpatient follow-up by cv surgery. Additional reports or imaging will not be provided to aga medical as direct consent from the patient is needed since this patient is not a part of any irb approved study protocol.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The cause of the embolization could not be determined with the information received. However, the device was manufactured according to specifications as evidenced by the testing performed upon return to aga medical.